Event description:
It was reported that the customer was admitted to the intensive care unit of the hospital due to diabetic ketoacidosis and blood glucose reading of high (value not provided). Customer was treated with intravenous and manual injection insulin. Customer was discharged on (B)(6) 2024 with no permanent damage. Reportedly an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.